Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2025 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 13:25:23 on (B)(6) 2025. At 01:31:25 on (B)(6) 2025, a manual recording with response button use was detected. ECG shows af @ 80 bpm with pvcs. From 01:51:03 to 01:53:50, an arrhythmia was detected three times with response button use. ECG shows af with rvr/sinus tachycardia from 150-130 bpm with pvcs. The rhythm then degraded to vt @150 bom with response button use. The rhythm then transitions to nsvt. The detection stopped at 01:53:52. At 01:59:01 the device shut down. Per the continuous ECG recording, the patient was in svt @ 150 bpm with pvcs at the time of the device shutdown. At 01:59:50, the device restarted. Between 02:00:04 and 02:06:12, the response buttons were used intermittently. At 02:07:21 on (B)(6) 2025 the device was shut down. Per the continuous ECG recording, the patient was in af with rvr @ 150 bpm with pvc¿s at the time of the device shutdown. The device properly detected vt. The heart rate was at or below the threshold for treatment and response button use prevented the lifevest from treating the patient. Nsvt contributed to the false detection.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.